Event description:
A peritoneal dialysis (pd) patient called into technical services and requested for assistance completing treatment using the cycler. During the technical services call the patient reported she was previously hospitalized due to congestive heart disease. Follow up was made with the pd patient's registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2015 with chief complaint of severe shortness of breath. The nurse stated the hospitalization event was not attributed to the patient's cycler or peritoneal dialysis treatments, and indicated the patient's report of shortness of breath was due to a history of congestive heart disease. The nurse stated while in hospital the patient was able to continue peritoneal dialysis treatments using a hospital cycler, thus no treatments were missed. The patient was discharged from the hospital on (B)(6) 2015, the patient's signs and symptoms of dyspnea resolved and she continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.

Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.